Event description:
Reporter stated that the device generated a result of 39 mg/dl, without having first applied blood or control solution to the test strip. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.